Manufacturer narrative:
The source of this report is literature: takumi matsumoto, md, phd, christopher e. Gross, md, and selene g. Parekh, md,mba, short-term radiographic outcome after distal chevron osteotomy for hallux valgus using intramedullary plates with an amended algorithm for the surgical management of hallux valgus. Foot & ankle specialist 2019, vol. 12(1) 25-33. Doi: 10.1177/1938640018762474.

Event description:
It was reported in a 2019 clinical study from matsumoto, et al., the authors report 5 cases (13.5%) of residual hallux valgus deformity. Source - article: takumi matsumoto, md, phd, christopher e. Gross, md, and selene g. Parekh, md,mba, short-term radiographic outcome after distal chevron osteotomy for hallux valgus using intramedullary plates with an amended algorithm for the surgical management of hallux valgus. Foot & ankle specialist 2019, vol. 12 (1) 25-33. Doi: 10.1177/1938640018762474.